Manufacturer narrative:
Investigation of the returned device confirmed two small puncture holes on the catheter. Leak was observed in the drug lumen at 25.1 cm distal to the strain relief. No drug holes were observed outside of the marker bands. Wavy wires were seen throughout the catheter. Blood was present in the coolant luer and the drug lumens. Kinks were observed at 126.9 cm and 0.7 cm distal to the strain relief. A tool mark was observed at 25.0 cm. Review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from the same lot. There was no patient impact or adverse event reported. Two drug lumen leak tests are performed on every device as part of quality tests before shipment. User error could not be ruled out as a contributing factor to the two small puncture holes.

Event description:
It was reported to ekos that on november 16th a middle aged male patient with right leg swelling and extensive right leg iliofemoral dvt was treated. The clot was in the right lower extremity involving the common femoral, superficial femoral, up to vein as well as distal posterior tibial vein. Patient had ekos placement to dissolve the clot. During the night, the treating physician received a call from ICU that there was clear fluid around the catheter site. The physician had them check and tighten the connections for leakage. This leaking was thought to be the thrombolytic fluid. The patient was returned to surgery in the morning. The physician observed a hole in the catheter causing the fluid not to reach the clot. A new ekos catheter was placed for a few days. There were no patient consequences reported. While no patient impact or adverse event was reported, a hole was noted in the catheter and the patient did not improve during the treatment time period.